Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
The health care provider (hcp) needed a company representative to come and do an adjustment on the patient. The patient was new to the hcp and was implanted about a year ago. ¿it¿ has not been working for the patient since it was adjusted in (B)(6) of 2012. The patient has an appointment on (B)(6), 2014. Additional information has been requested.